Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 579 mg/dl. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully and administered boluses via the pump in attempt to address bg. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.